Event description:
A malfunction was reported, displaying malfunction code 9, which was not assigned to any specific event occurring beforehand. The customer's blood glucose level did not exceed 500 mg/dl, indicating that there was no adverse impact. Technical support provided information for resetting the pump, assisted the customer in resetting it, and confirmed that the malfunction code did not recur; thus, the pump was deemed safe for continued use. The customer was advised to report back if the issue resurfaced.